Event description:
During a ptca / stenting treatment procedure involving a 90% stenotic lesion in the proximal portion of a somewhat tortuous circumflex coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 10 atm's on the second inflation during post-dilatation of a newly placed medtronic s670 stent. (The number of atm's reached on the initial inflation is unknown). The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with another catheter to successfully complete the procedure. A balance guidewire (size unknown) and a 7f britetip al1 guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as 'good'.